Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt with fatigue presented via ttm. The pulse generator exhibited backup vvi operation. The pt was brought into the clinic for further testing. The device was replaced electively due to device approaching eri.